Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the system intermittently locked up. This resulted in an intermittent, recoverable loss of navigation functionality. There is no report of injury or death associated with this event.